Event description:
It was reported that the customer was hospitalized due to a heart attack. It was stated that the customer was vomiting and had stomach pains. It was stated that the customer was experiencing high glucose for the past two days. It was stated that the customer's most recent glucose reading was 256mg/dl. The customer was treating his glucose level with the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.